Event description:
It was reported that the pump had an error code. There were no reported patient involvement and harm.

Manufacturer narrative:
The suspected device was returned for evaluation. Visual inspection and functional testing was carried out. The reported issue was able to be duplicated, and the probable cause is because of a defective mainboard printed wiring assembly (pwa), and was resolved after replacement the mainboard pwa. Device submitted for functional and delivery tests after repair activities completed. Afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.